Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms were received. The customer's blood glucose (bg) level was above 240mg/dl; no exact bg value was provided. A correction bolus via the pump was delivered to address the bg level. The customer reported that alternate insulin therapy would be used for insulin therapy.